Event description:
It was reported that sterility was compromised. A 3.0 x 17 x 15 leveen superslim needle electrode was selected for use in a radio frequency ablation procedure in the liver. Upon unpacking the device, it was found that the inner packaging was broken. Due to a concern that the device was contaminated, the device was replaced with a new one. No patient complications were reported, and the patient was in stable condition following the procedure.